Event description:
A low advia centaur xp ca 125ii result was obtained on a patient sample and was considered discordant when compared to the result from the immulite 2000 xpi method. A redraw sample from the same patient was tested on a seperate date and the result was higher. Repeat testing was performed on the initial sample after dilution and the result was higher. A corrected report for the initial sample was issued. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 125ii result.

Manufacturer narrative:
The cause for the discordant ca 125ii result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 125 in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Ca 125 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity."